Manufacturer narrative:
(B)(4).

Event description:
Medtronic received the following information obtained from the journal article entitled; endograft infection as a late evar complication in patients with aortic pseudoaneurysm and previous urological procedures. A report of two cases. Mascoli c., gallitto e., gargiulo m., freyrie a., stella n., taurino m., stella a. (Italian journal of vascular and endovascular surgery 2014 september;21(3):157-61). An endurant stent graft system was implanted in the patient for the endovascular treatment of pseudoaneurysm in (B)(6) 2011. It was reported that in (B)(6) 2011, the patient presented with left flank pain. A cta showed air bubbles within the stent graft. In (B)(6) 2011, the device was explanted from the patient due to suspicion of stent graft infection and a situ aortic homograft was implanted. The physician stated that it is possible to hypothesize that at the time of evar treatment, the pseudoaneurysm was already infected. No additional clinical sequelae were reported and the patient is fine.